Event description:
Dr (B)(6) was in the process of implanting the cage. While using a mallot to get the cage in place, a small section of the cage came off. Per dr (B)(6), the integrity of the cage was not compromised, nor did it harm the pt. The cage was implanted and the part that fell off was obtained.